Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of misassembly could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10015896 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Materials: 10015896. Batch#: unknown (provided by customer is 10015896). It was reported by the customer that no roller clamp on IV infusion set. Was not noticed until after the IV was started. Rcc received a complaint via email. No roller clamp on IV infusion set. Was not noticed until after the IV was started. Lot number - 10015896.

Event description:
Materials: unknown batch#: unknown (provided by customer is 10015896). It was reported by the customer that no roller clamp on IV infusion set. Was not noticed until after the IV was started. Verbatim: rcc received a complaint via email. No roller clamp on IV infusion set. Was not noticed until after the IV was started. Lot number - 10015896.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.